Manufacturer narrative:
(B)(4). Method: the complaint mr730 humidifier was received for evaluation. The humidifier was manufactured in 1993. The device was visually inspected. The hospital confirmed that there was no defect with the other devices, ie the breathing circuit, heater wire adaptor and probes. They further confirmed that the breathing circuit had since been discarded as it was a disposable circuit. The subject probes and adaptor are still in use at the hospital and are in good working order. Results: visual inspection of the power pcb revealed that a capacitor had overheated and failed. The overheating had caused a breach in the outer casing, below the heater plate; smoke was observed by the hospital staff. It was also noted that some modifications had been made to the pcb by the user. Conclusion: failure of this particular capacitor would not have affected the safe operation of the mr730. Given that the subject mr730 is 21 years old, it is most likely that the component has failed as a result of normal wear and tear. It is also possible that the unauthorised modifications made to the power pcb could have affected the performance of the pcb. In the event of a pcb failure, fisher & paykel recommends replacement of the pcb. Our product technical manual also instructs the user to carry out regular safety checks and maintenance of the mr730 humidifier to ensure it remains in good working order. The mr730 is designed to the electrical safety standard, (B)(4). The materials used in the thermoplastic components of the power control boards and the cases are flame retardant according to (B)(4). Our equivalent product in the us is designed to the standard, (B)(4).

Event description:
A hospital in (B)(6) reported that an mr730 respiratory humidifier began emitting smoke while in use on a patient. The hospital confirmed that there was no patient consequence.